Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer cannot recall their blood glucose reading. The insulin pump exposed to moisture. The insulin pump went blank after moisture exposure. The insulin pump had a damage on the back. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed active current measurement. No buzzing anomalies or audio beep anomalies noted during testing. The insulin pump had constant pump error 37 alarms during rewind due to moisture damage on motor assembly. The pump was received with high sleep current measurement and pump error 75 during self test due to corrosion on electronic assemblies. The pump was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 37 alarms. The pump was received with cracked case next to belt clip rail corner. The pump was received with corrosion on force sensor assembly.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.